Manufacturer narrative:
Product ID neu_tlock_anchor, product type accessory; product ID 3998, lot# v003187, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was no longer working and no longer used. The ins was explanted. Two weeks later it was stated that the patient felt her pain was tolerable without the stimulator and wanted to have an MRI, so device was removed. It was stated that an analysis performed in (B)(6) 2012 showed there was a problem with the lead and possibly the generator, however, the issue was unknown. Surgical intervention occurred for explant. The patient was hospitalized for surgical removal of the stimulator.

Manufacturer narrative:
Evaluation of the implantable neurostimulator (ins) revealed the device was functionally okay with insignificant anomalies. As received, the orientation of the 8-15 ins port is incorrect for the 2x4 lead configuration. Evaluation of the extensions revealed no anomalies. Evaluation of the lead revealed the lead body was broken at the twist lock anchor site. The distal end of the anchor was 3.3cm from the proximal end of lead paddle. Spiral indentations 1.5 cm distal from the end of anchor suggest anchor has been moved to its present location. Wires of circuits 5 and 6 are broken 4.2 cm from the lead paddle. The initial review states '4-7 showing greater than 3600 as of (B)(6) 2011.' The second leg of the lead requires an orientation of 8-11. The 4-7 circuits are not wired in the 37083 extension. The 4-7 electrodes were not programmed in any of the groups; so this may not have affected therapy, but incorrect orientation would cause high impedance measurements for circuits 4-7. Evaluation of the twist lock anchor revealed suspected tool marks. The anchor was unlocked and removed to locate breaks in the lead beneath it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.